Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters leaked fluid from the injection port. The following information was provided by the initial reporter: "details of incident / nature of device defect test: venflon valve failure so that IV fluid flow out of the injection port. This has happened with other lot numbers in 2020. We thought it was just a bad batch. It happened again last week and after contacting the company we got a reply which explains that this is due to the sterilisation process with ethylene oxide damaging the valve. Details of injury (to patient, carer or healthcare professional): no injury because was noticed before could do harm. If it had not been noticed loss of IV fluid could have occured with patient harm. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) venflon removed."

Manufacturer narrative:
H.6. Investigation: one video and one photo was received by our quality team for evaluation. Upon visual inspection of the video, it was observed that the leakage from the injection port is due to the valve moving when there was flushing of the cannula hub. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. CAPA#1379444 was initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters leaked fluid from the injection port. The following information was provided by the initial reporter: "details of incident / nature of device defect test: venflon valve failure so that IV fluid flow out of the injection port. This has happened with other lot numbers in 2020. We thought it was just a bad batch. It happened again last week and after contacting the company we got a reply which explains that this is due to the sterilisation process with ethylene oxide damaging the valve. Details of injury (to patient, carer or healthcare professional): no injury because was noticed before could do harm. If it had not been noticed loss of IV fluid could have occured with patient harm. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) venflon removed."